Event description:
I had a hemiarthroplasty in 2006, which has failed. I am enclosing a copy of a report from the hospital showing the type of replacement devices that my doctor used. I could not find my osteonics stryker lot number on any recall list, but I feel an obligation to report that mine failed. I will enclose a copy of my radiological report showing the specific problem with my device. If this helps another person from having a revision procedure, then I've done my duty.